Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the high out of range shock impedance is a known inherent risk with use of this product. Device technical analysis: this device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The out of range measurements were suspected to be related to calcification on the lead coils. The alert value in the remote home monitoring system was increased to 150 ohms and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.